Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced event of leakage at quick release on (B)(6) 2025. The issues occurred with three infusion sets. No further information available.